Event description:
The nurse met resistance when attempting to remove the IV catheter from the pt's arm. A second nurse attempted to remove the catheter and met with resistance. The doctor was notified and attempted to remove the IV catheter. After a few unsuccessful attempts, the doctor was able to remove the catheter. The doctor noted at that time the catheter looked shorter than normal.